Event description:
Consumer reported first time using the pen needle system with novo fiasp. Having 4 pen needles that would not attach to his pen. Caller has vision issues. Informed caller to place the non patient end straight onto pen and turn until it stops. Caller was able to attach a new pen needle with my direction. Dc item # 320119 lot # 40110761 event date august 21 2024 status awaiting sample dc.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.